Event description:
The contact called for meter training. While performing the check test, it was discovered the meter was set in mmol/l. The contact stated the customer did not adjust medication due to the mmol/l readings. No adverse events were alleged. The contact was able to reset the meter to mg/dl, and no product will be returned.